Event description:
It was reported that this patient presented to the emergency room (ER) due to being syncopal. Upon further review of the electrocardiogram (EKG) there was right ventricular (rv) loss of capture. Additionally, there was noise that was being oversensed resulting in pacing inhibition. It was noted that pacing impedances were high out-of-range measuring greater than 2,500 ohms. This declared a lead safety switch (lss) which switched the pace/sense configuration from bipolar to unipolar. Subsequently, this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.